Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, it was reported that around 8:00 am, the pediatric patient started to experience confusion, the cgm reading was low at that time and they didn't had a bg meter to confirm. The parent treated the patient with maple syrup and took the patient to the hospital. At the hospital the nurse took a bg reading which was 79 mg/dl. They performed an x-ray, urine test, treated the patient with IV medication. The patient was discharged after 7 hours. The parent alleged the omnipod5 wasn't working right that may contribute to the event but their main concern was they did not hear an alert sound when it should have during hypoglycemia. At the time f the report the patient was in good condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.